Event description:
It was reported via repair work order that both side rails would not remain latched due to damaged spring spacer and top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.